Manufacturer narrative:
Continuation of d10: product ID dvea3e4, serial# (B)(6). Implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the programmer lost telemetry with the extravascular implantable cardioverter defibrillator (ev-ICD) during ventricular fibrillation (vf) burst induction. It was noted that when telemetry was lost the stylus was removed from the programmer in an effort to terminate the driven command, however the burst command remained active for approximately 1-2 seconds until telemetry was restored after a couple of seconds. The ev-ICD then successfully converted the induced rhythm with a 30 joule defibrillation shock. The programmer remains in use. The ev-ICD was successfully implanted. No patient complications have been reported as a result of this event.